Event description:
Boston scientific received information that during a follow-up visit, the patient with this device reported a black out spell that had occurred months prior. The clinician contacted technical services (ts) to determine if the patient's condition was related to the device behavior, as the device was included in the low-voltage capacitor advisory. The reason for the black out spell could not be ascertained and all of the daily measurements were present. The clinician reported that the battery was depleting sooner than expected. A longevity calculation performed by ts confirmed this and a memory hex dump was recommended. Our company received information, four years later that this device was explanted for normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
A memory hex dump was performed and reviewed by a product engineer. The memory information displayed normal device function. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Following return to boston scientific, detailed mechanical and electrical testing was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.